Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 06/05/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the returned lens shows the product is cut in pieces, most probably to make explant possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Date of event: exact date unknown, not provided, however best estimate is between (B)(6) 2018-(B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony toric intraocular lens (iol) was explanted because the patient was unhappy with his vision. The explanted lens was replaced with a model zlb00 multifocal lens with the same diopter power. Patient outcome was noted by the reporter as haven''t heard of anything adverse. No further information was provided.